Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 20 mm x 2.25 mm target lesion containing a bend of >=90 degrees was located in a severely tortuous and severely calcified artery. A 2.25x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent struts across the length of the stent were bunched together and distorted. The stent length should be between 18.5mm and 21.5mm, but the stent was measured to be 9mm. It was also noted that the stent had moved on the balloon and was positioned over the proximal markerband. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. The tip of the device was examined and there was no issue with its profile. A visual and microscopic examination found no issue with the inner and markerband profiles. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).